Event description:
The customer reported having inconsistent behavior when powering on the device.

Manufacturer narrative:
Philips has not yet received the device for evaluation, and this complaint is still under investigation.